Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient did not feel a stimulation sensation. It was noted that the 'patient's implantable neurostimulator (ins) was completely dead.' It was noted that this was confirmed in the physician's office on (B)(6) 2012. It was noted that the patient last felt stimulation was a 'couple week' prior to the report. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.